Event description:
Safeskin corp was served with the following lawsuit. Plaintiff's claim alleges the following injuries: hives, sinusitis, chronic bronchitis, chest tightness, coughing, wheezing and occupational asthma, risk of anaphylactic reaction, irreversible allergy, despair, loss of enjoyment of life, and loss of earnings.